Event description:
Boston scientific crm received information from an implant form that this device was electively explanted due to normal battery depletion. There were no allegations or complaints against the device's operation, functionality or longevity. Subsequently, this patient's spouse contacted boston scientific's warranty department with re-imbursement questions. The spouse reported that her husband's device "was coming of the skin so they had to go in to reposition it". The local representative was contacted who reported that model#t127 was electively explanted due to normal battery depletion and was replaced with model#e110. There were no issues identified.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expect longevity. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.